Manufacturer narrative:
(B)(4). The event of "breast localization of an alk-negative anaplastic large cell lymphoma (incomplete t phenotype cytotoxic)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast localization of an alk-negative anaplastic large cell lymphoma (incomplete t phenotype cytotoxic).

Event description:
Regulatory agency reports left side "breast localization of an alk-negative anaplastic large cell lymphoma (incomplete t phenotype cytotoxic)." Pathological marker alk- has been received. Pathological marker cd30+ has not been received. The device has been explanted.